Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Device not yet received. (B)(4).

Event description:
It was reported that there was suspected early battery depletion. The device was explanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was suspected early battery depletion. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: upon analysis, normal battery depletion was found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.